Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer had failed. The device was not detected on the bus for the entire drawer, and medications could not be accessed for dispensing. The field service engineer (fse) mentioned that customer contacted regarding a drawer failure on drawer 6.2 auxiliary. After meeting with the customer and guiding them through troubleshooting techniques, the fse was able to assist in resolving the drawer failure. The station was rebooted, and the drawer connections were inspected at the rear of the station. During this process, the customer identified a cable and observed that it had been backing out after the station was powered off. Once troubleshooting steps were completed, the customer rebooted the station, and drawer 6.2 was successfully recovered without any failures occurring during testing. The customer was then able to log into the user application, inventory the drawer, and verify functionality by testing all pockets successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failed as it was not detected on the bus for the entire drawer and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.